Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during an infusion set change attempt. The blood glucose reading was 486 mg/dl, which the caller stated that the customer would treat. The caller noted blood at the insertion site. Upon troubleshooting, the insulin pump did alarm no delivery. Advised replacement of the insulin pump. Nothing further reported.